Event description:
As reported to coloplast though not verified, patient implanted with aris transobturator mesh on (B)(6) 2006. Later patient experienced erosion, extrusion, infection, pain, and lower urinary tract obstruction.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information in this report. Device not returned.